Event description:
Underdelivery reported: the pt was receiving a weekly 46 hour cycle of 5fu at an unknown rate of delivery (customer contact could not recall rate). It was reported that prompted by the absence of the "usual side affects", the pt went to the hosp pharmacy for investigation per standard troubleshooting protocol and instruction. It was reported that when the pharmacist opened the carrying case, the 5fu bag appeared to be full, but the display indicated that the pump was delivering medication as programmed. Next, the pharmacist examined placement of the pump and fluid container in the carrying case and reported from the open position, he could not determine if there had been a kink in the administration set proximal to the pump impeding delivery. According to the customer contact, the physician was notified and orders to continue the cycle until completion were rendered. There was no reported pt harm. Though requested, there was no add'l info available.